Manufacturer narrative:
The field service engineer (fse) noted the red blood cell (rbc) bath overflowing and vacuum errors due to weakened dual head pump output. The fse replaced the wet vacuum fluid barrier and dual head pump assembly to resolve the issues. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Pump assembly. In conclusion, the likely cause of the event is attributed to the pneumatic pump. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported approximately 20 milliliters of clear fluid leaked onto the counter involving the coulter act diff 2 analyzer. The customer stated fluid was coming from the bottom of the instrument and noted the red blood cell (rbc) bath was overflowing; fluid was also in the vacuum isolator chamber (vic) and vacuum trap. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.